Manufacturer narrative:
Samples received: 28 unopened pouches. Analysis and results: there are no previous complaints of the same batch. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in our stock. We have received 28 closed samples. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment of all samples received and the results are: 2.57 kgf in average and 0.56 kgf in minimum (requirements: 1.83 kgf in average and 0.61 kgf in minimum) one of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements. Final conclusion: although the results of the samples received fulfil b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Received one open sample with only the needle. There is no thread inside. Without any closed sample an analysis cannot be taken in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: in spite of receiving the defective samples, without a closed sample a suitable analysis cannot be performed. Nevertheless, note of this incident taken and if any closed sample is received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that during surgery the needle detached from the thread.